Event description:
It was reported that the patient's right ventricular lead was failing to capture. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.